Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. There is a concern that the battery did not last as long as expected.